Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed to deliver the correct infusion volume while in use with patient (during infusion). No patient harm was reported.

Manufacturer narrative:
One device was received for evaluation for the complaint that the pump failed to deliver the correct infusion volume while in use with patient (during infusion). The review of event log found that no information related to the complaint. During 12-month service history review found that the device was last serviced in aug 2025 per sr 3541378. The visual and functional testing was performed. The reported problem could not be verified, and the probable cause of the reported problem is unknown. The dso seal was replaced, and all the functional test of the device was passed.